Event description:
It was reported that the patient is experiencing an increase in seizures. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 3.052 volts, and the memory locations on the generator indicated that 40.032% of the battery had been consumed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance, or any other type of adverse condition found with the pulse generator.

Event description:
Additional information received from the physician noting that they are unsure of the cause of the increased in seizures. The increase is back to pre-vns baseline levels and they are considering possibly replacing the device.

Event description:
Patient underwent generator replacement surgery. The explanted generator has been received but product analysis is still underway.